Manufacturer narrative:
Date of event was approximated to be (B)(6) 2018 as no specific date was reported. (B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a wallflex biliary fully covered stent was to be used in the biliary tree during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on an unknown date. Reportedly, the patient's anatomy was not tortuous and was not dilated prior to stent placement. According to the complainant, during the procedure, through ercp imaging it was noted that the stent was longer than the labeled length. The stent was removed from the patient, and another wallflex biliary stent was placed to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Date of event was approximated to be (B)(6) 2018 as no specific date was reported. Event has been updated with the additional information received on october 30, 2018 and november 07, 2018. (B)(4). A deployed wallflex biliary fully covered rmv stent and delivery system were returned for analysis. Visual examination of the returned device found a slight kink at the distal end of the inner member. The stent was measured to be within specifications. No other issues with the stent and delivery system were noted. The kink in the inner member may have been due to excessive force applied to the delivery system during the procedure. The report that the stent was longer than the labeled length was not confirmed; the returned stent was measured to be within specifications. Taking all available information into consideration, the investigation concluded that most probable root cause is no problem detected as the reported device problem was not confirmed. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution. (Outcomes attrib to adverse event) and have been corrected based on the additional information received on october 30, 2018.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a wallflex biliary fully covered stent was to be used in the biliary tree during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on an unknown date. Reportedly, the patient's anatomy was not tortuous and was not dilated prior to stent placement. According to the complainant, during the procedure, through ercp imaging it was noted that the stent was longer than the labeled length. The stent was removed from the patient, and another wallflex biliary stent was placed to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on october 30, 2018. According to the complainant, the wallflex biliary fully covered stent was removed from the patient together with the delivery system. Additional information received on november 07, 2018. According to the complainant, after the procedure, the physician deployed the stent outside the patient.